Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a amplatzer steerable delivery sheath. The laa depth was18mm. There was 0.2 mm pericardial effusion was present prior to introduction of the delivery system. During procedure, the left atrial pressure was 15mmhg and 1000ml of fluids were given. The atrial rhythm recorded at start of procedure was atrial flutter. The activated clotting levels (act) were 314s and heparin was administrated. The amulet was successfully deployed in the laa. On (B)(6) 2025, a pericardial effusion was noted and a pericardiocentesis was performed. The patient required prolonged hospitalization due to this event.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a amplatzer steerable delivery sheath. The laa depth was18mm. There was 0.2 mm pericardial effusion was present prior to introduction of the delivery system. During procedure, the left atrial pressure was 15mmhg and 1000ml of fluids were given. The atrial rhythm recorded at start of procedure was atrial flutter. The activated clotting levels (act) were 314s and heparin was administrated. The amulet was successfully deployed in the laa. On (B)(6) 2025, a pericardial effusion was noted and a pericardiocentesis was performed. The patient required prolonged hospitalization due to this event.